Manufacturer narrative:
The product was not returned for analysis. Video was provided showing plunger override. Additional observations were as follows: provided video shows iol implantation with company device. The lens preparation is not visible. The nozzle tip is inserted though the incision. The lens is not visible in the nozzle. The lens comes in the picture as it is being advanced though the nozzle. As the lens becomes visible in the nozzle, plunger override is observed. The lens is not stopped and inspected at the pause location but is directly implanted. Due to the plunger override , the lens is not fully implanted , trailing optic/haptic area (gusset area) remained in the incision. The lens is fully pushed into the anterior chamber with additional instrumentation. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. In addition to this, the lens was not paused and inspected at the pause location. The instructions for use instructs: "fully depress the speed control lever to move the plunger forward and fold the lens. To stop the lens, release the speed control lever when the front edge of the optic is even with the pause location on the nozzle. Visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge.". From the video it was observed that the plunger was not at the trailing optic edge but has moved over the entire body of the lens when the iol was advanced and implanted. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation, the plunger passed over the lens. There were no scratches or cracks on the iol surface so the surgery was completed without product replacement. There was no patient harm and the lens remained implanted in the eye.